Event description:
It was reported the gastrointestinal videoscope exhibited image flickering after connection. The issue was discovered during set up / inspection for use. There were no report of patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: image snowflake. Based on the results of the investigation, it is likely the following led to the malfunction: trace to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.